Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that this 3100b high frequency oscillating ventilator would not reach the required amplitude pressure and that the overheating alarm appeared after ten minutes of run-time accompanied with an abnormal noise. This occurred while the device was being used on a patient. Alternate ventilation was provided by changing out the unit with a known good unit and there was the customer stated that there was no patient injury or harm associated with this issue.